Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead developed a breach while in vivo. The proximal conductor of the lead became distorted while in vivo. The distal conductor of the lead became distorted while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The helix of the lead was extrinsically bent. The outer insulation of the lead developed a breach while in vivo. The inner insulation of the lead was distorted due to kinking/buckling. The overlay tubing was kinked/buckled. The inner tubing of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting low pacing impedance. During the rv lead explant procedure, it was noted that the rv lead was twisted between the device and fixation sleeve from suspected twiddler¿s syndrome. It was also noted that the fixation sleeve was cracked, and it broke apart during removal. In addition, advancement of the guidewire into the rv lead or retraction of the helix was not possible. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.